Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted using proglide devices via a 6fr sheath with a pre-close technique prior to a thoracic aortic aneurysm (taa) intervention. Reportedly, one proglide was successfully placed and while attempting the second proglide a link break occurred. A third proglide was successfully pre-placed and the taa procedure was performed using a 24fr sheath. Hemostasis was successfully achieved with the pre-placed sutures of the two proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in use of the proglide device and established in the pre-close technique. No additional information was provided.